Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 155 mg/dl, 182 mg/dl, and 401 mg/dl. The customer changed to another test strip drum from the same box and tested 10 minutes later with a result of 137 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.